Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeatedly prying/leveraging and bending the device during use in the field. Manufacturing date 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/29/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion piece that attaches to the jaw broke off. This was discovered during the case with no patient harm.